Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Dislodgement was observed on this lead. The lead remains implanted but has been programmed off. No surgical intervention or adverse patient side effects have been reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2019 - it was reported that this lead was explanted and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.